Manufacturer narrative:
(B)(4). Date sent: 1/30/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: how was the post-op bleeding identified? I am unable to provide any other information at this time. How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal?

Event description:
It was reported that on day three post op of a laparoscopic right hemicolectomy, the patient developed a bleed along the staple line. The patient required additional blood. The patient is doing well and was discharged a few days later.